Event description:
Boston scientific received information that noise with oversensing on the rate/sense portion of this right ventricular (rv) lead was noted post shock. Multiple ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes were noted. No asystole reported. No pacing inhibition. A lead fracture was discovered. The lead was capped and new r/s lead placed. Because the conducting coil was not damaged, this part of the lead remains in service. A competitor rate/sense lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.